Event description:
It was reported that the lead was attempted to be implanted but not used. The lead screw, under fluoroscopy, appeared as though it was turning without retracting or advancing. The physician decided to remove the lead and implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.